Event description:
It was reported the patient received the following results within 10 minutes: 500 mg/dl and a result in the 50's mg/dl. The patient experienced low blood glucose symptoms and was unable to self-treat. The customer's caregiver treated him with juice. The patient was not hospitalized.